Manufacturer narrative:
Device used for treatment, not for diagnosis. Sohn, h; et al (2017) clinical comparison between open plating and minimally invasive plate osteo-synthesis for displaced proximal humeral fractures: a prospective randomized controlled trial. Injury, int. J. Care injured, 48: 1175-1182. This report is for an unknown plate (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after subsequent review of the following literature article: sohn, h; et al (2017) clinical comparison between open plating and minimally invasive plate osteo-synthesis for displaced proximal humeral fractures: a prospective randomized controlled trial. Injury, int. J. Care injured, 48: 1175-1182. This study was a prospective from august 2010 to may 2014 of 107 patients with acute displaced proximal humeral fractures treated with either the open plating with open reduction internal fixation or mipo underwent internal fixation technique. Fifty-two patients were assigned to the open plating group (62.6 12.5 years) and 55 were randomized to the mipo group (61.0 14.3 years). However, 7 patients in the open plating group and 10 in the mipo group were lost to the final follow-up. Finally, each group comprised 45 patients. The groups included patients who were skeletally mature, those with two-part surgical neck fractures, three and four-part proximal humeral fractures, unilateral proximal humeral fracture, previously uninjured humerus. All patients for both surgical modalities, a 3.5-mm proximal humerus anatomical locking plate (philos; synthes, paoli, pa) was used. Plate complications for both groups included 6 plate impingements, 5 varus collapse, 4 greater tuberosity migrations, 1 avascular necrosis, 10 shoulder stiffness. A copy of the article is will be submitted with the medwatch. This is 2 of 2 for (B)(4). This report is for an unknown philos plate and refers to the serious injury / reportable malfunction of 4 unknown patients who experienced greater tuberosity migration and revision.